Manufacturer narrative:
(B)(4).

Event description:
It was reported the catheter was being placed into the pt's neck in the operating room. When the physician attempted to insert the dilator over the spring wire guide, the dilator hung up within the pt's tissue and he was unable to push the dilator through easily and had to fight to advance through to dilate the catheter track. At which time, the dilator accordianed which made it extremely difficult to advance in the pt. As a result, a new kit was opened and placed successfully for the pt. There was no delay in treatment and no pt death or complications reported.